Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture and low sensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed dislodgement of the rv lead and cardiac perforation. The rv lead was explanted and the cardiac perforation was surgically repaired. The patient was in stable condition following the procedure.

Event description:
It was reported that a new right ventricular (rv) lead was implanted to resolve the event. The patient was stable and there were no adverse consequences.